Event description:
The customer called to report a motor error alarm during normal use. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed. The insulin pump passed the displacement and self tests. However, the customer stated that he has been experiencing low blood glucose levels, and believes that the insulin pump has been over delivering insulin. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and excessive no delivery alarm tests. The device was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device, and it passed. No motor error alarm was noted. Unable to complete the functional test due to the prime anomaly. The device had a scratched lcd window and cracked battery tube threads.